Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 4469 competitor lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing/noise and there was a polarity switch due to high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.